Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two endo device. Initial visual inspection of the I nstruments found no abnormalities. Functionally, each instrument was loaded with an endo gia* universal roticulator* 60-3.5 single use loading unit. During the firing cycle, a skip was audible in each firing stroke. An access hole was cut into each instruments body for visualization of the firing racks. This examination noted sheared teeth on each instruments firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
There is no reported condition.